Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 402 mg/dl at the time of incident. The customer did not experienced symptoms due to high blood glucose. The customer treated high blood glucose by manually injecting 7 u of insulin. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. Customer went to the emergency room because of an accident not with high blood glucose. The insulin pump was bumped. The insulin pump passed both self-test and high pressure test. The customer declined further troubleshooting. The insulin pump will not be returned for analysis.